Event description:
Caller reported testing the family member that is not a diabetic with the freestyle meter because they were feeling jittery. These reported freestyle comparision results differ by more than 20% and meet the MFR's definition of a malfunction. Later the same day, the caller's spouse and normal user of the freestyle meter, tested and received a reading in the 360-380 mg/dl range. Customer took insulin based on this reading and within 30 minutes to 1 hour, began exhibiting signs of hypoglycemia. The customer's family member noticed these symptoms and provided food to their family member to elevate glucose levels.